Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number one states, "material sensitivity reactions." Number fourteen states, "intraoperative or postoperative bone fracture and/or postoperative pain." The user facility was notified of the event on (B)(4) 2012. In the event that the user facility submits a medwatch report, biomet will forward a copy to the FDA. This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2012-00576 / 00577). This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.

Event description:
It was reported that patient underwent m2a hip arthroplasty on (B)(6) 2009. Subsequently, the patient was revised on (B)(6) 2012, due to metal hypersensitivity and pain. The modular head and taper adapter were removed and replaced. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.